Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470.

Event description:
It was reported that a bd max¿ system, bd max¿ instrument had a false positive result. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "it was reported by the customer that there is a rotavirus false positive." -there was no report of confirmatory testing. - no patient impact was reported.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive." Service has escalated these recurring evp false positives for further investigation. Field service observed unusual pcr curves and noted that the initial fluorescence readings were rising in the fam (475) optic, causing the plots to saturate. Service confirms that there is evidence of rotavirus-fam (475) to adenovirus-vic (530) crosstalk. This instrument complaint was added to escalation project ep-0142. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 04may2020. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received by quality for investigation and thus, returned sample analysis is not performed. The complaint is confirmed by service. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, lines hw61, hw70, sw54, and sw85. H3 other text : see h.10

Event description:
It was reported that a bd max¿ system, bd max¿ instrument had a false positive result. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "it was reported by the customer that there is a rotavirus false positive."